Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was a short circuit detected in the post-operative stage after an ins change. The short was on the left side between contacts 0 and 1, however no impedances were provided. The patient's voltage had reduced from full to 2.91v since implant. There were no known factors that could have been contributing to the issue. The patient had not been stimulated from the affected contact, so no intervention was being considered. The issue was not resolved. No patient symptoms or further complications were reported as a result of this event.